Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and pinnacle were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with anterior repair and hydrodistention due to sui, cystocele and overactive bladder. It was reported that following insertion the patient experienced recurrence, infection, urinary problems, bleeding, dyspareunia, vaginal scarring and crystallization of vaginal tissue & polyps. It was reported that the patient underwent mesh excision on (B)(6) 2013 and vaginal mucosal graft (alloderm regenerative tissue matrix) due to vaginal mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 07/18/2016.